Event description:
During removal of hardware from hip, cannulated screw driver broke. Rachet driver was used to finish procedure. No harm reached the pt. Manufacturer: please note that do not send products to the manufacture, but you may arrange for pick-up calling my number below.